Event description:
The report received indicated that before use on the patient, the 7x70mm 142 cm palmaz blue on aviator plus "balloon deploy button" was not working. The balloon was unable to be inflated and expanded in the patient. As per the affiliate, ¿before prep, he didn't know that will be out of order to balloon. Because physician could not checks balloon before prep normal working or abnormal working in the patient body.¿ the physician decided to remove this product from the sheath and the device was withdrawn from the patient. The physician used another balloon to successfully complete the procedure. There was no patient injury reported and the patient was stable immediately following the reported event. The physician reportedly lost/misplaced the device and thus will not be returned for evaluation. The intended procedure was a percutaneous transluminal angioplasty (pta) of the renal artery. The vessel characteristics are unknown. An unknown 6f sheath and 0.035¿ guide wire were used in the case. The stent did not dislodge in the patient. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The device did not kink or bend at any time during the procedure. It is unknown if the stent was properly mounted on the system when inspected. Attempts to clarify the event were unsuccessful.

Manufacturer narrative:
This is the initial and final report for this event. (B)(6). Complaint conclusion: the report received indicated that before use on the patient, the 7x70mm 142 cm palmaz blue on aviator plus "balloon deploy button" was not working. The balloon was unable to be inflated and expanded in the patient. As per the affiliate, ¿before prep, he didn't know that will be out of order to balloon. Because physician could not checks balloon before prep normal working or abnormal working in the patient body.¿ the physician decided to remove this product from the sheath and the device was withdrawn from the patient. The physician used another balloon to successfully complete the procedure. There was no patient injury reported and the patient was stable immediately following the reported event. The physician reportedly lost/misplaced the device and thus will not be returned for evaluation. The intended procedure was a percutaneous transluminal angioplasty (pta) of the renal artery. The vessel characteristics are unknown. An unknown 6f sheath and 0.035¿ guide wire were used in the case. The stent did not dislodge in the patient. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The device did not kink or bend at any time during the procedure. It is unknown if the stent was properly mounted on the system when inspected. Attempts to clarify the event were unsuccessful. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The reported ¿inflation difficulty-unable to inflate¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a device history record (DHR) review could not be completed. The information available does not suggest a design or manufacturing related cause for the reported inflation difficulty; therefore, no corrective/preventive action will be taken.